Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer expressed symptoms such as nausea and headaches. Customer's blood glucose reading at the time of hospitalization was 468 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.